Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patients controller was showing a message "replace generator soon". Ios updated was started. No further information is available.